Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation summary: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. The catheter was cut, and the handle portion of the catheter was not returned. Additionally, the catheter was unraveled at the fractured section. Microscopic examination was performed, and it was found that the capsule bottom part was damaged. The bushing had hit marks and the yoke was returned inside the capsule, indicating that both activations were performed. No other problems with the device were noted. The reported event of clip unable to release from catheter was confirmed. It is possible that a soft deployment could have occurred due to accidentally activating the device and trying to reopen the clip. Subsequently, when the customer pulls back the handle for closing the arms again, this action induced that the capsule got localized incorrectly on the bushing, thereby causing the capsule to got stuck into the bushing and due to the force applied in order to release the clip assembly, this technique generated that the yoke got detached from the control wire. Additionally, the damage found on the clip assembly is likely due to the entrapment against the bushing. The hit marks found on the bushing is likely due to the interaction between the yoke and the capsule, in order to deploy the clip. It is important to highlight that during product analysis, the bushing and the capsule were separated requiring a lot of force, hence, this action could further aggravate these problems. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as the customer forcibly pulled a deployed clip from the tissue during the procedure, which is not describe in the instructions for use.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was in a good position and was able to fix onto tissue; however, the clip was unable to release from the catheter to deploy. The clip had to be pulled from the tissue with force, and the procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was in a good position and was able to fix onto tissue; however, the clip was unable to release from the catheter to deploy. The clip had to be pulled from the tissue with force, and the procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter address 1 (B)(6). Imdrf device code a15 captures the reportable event of clip could not be deployed.